Event description:
Customer complaint - limited data available. Customer complained that the device was not accurate at all.

Event description:
Customer complaint - limited data available. Not accurate at all. On the same day I used this product I got a blood work. This product showed 117 which is pre-diabetic. My blood work showed 67!!! 50 points in difference!!! This is not accurate and it can be very dangerous because you might miss a episode of hypoglycemia which can be fatal.